Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc) during the right atrial automatic threshold (raat) test. Additionally, this rv lead exhibited high capture thresholds. The health care professional (hcp) stated it is planned to bring the patient in for further rv lead testing. No adverse patient effects were reported. At this time, this lead remains in service.